Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information, but no further information was available. If further details are received at a later date a supplemental medwatch will be sent what is the specific number of devices that failed during the 1 procedure? N/a. The reported quantity involved was 48. Please confirm that 48 devices experienced the quality issue. Sutures broke during many procedures. If 48 devices did not experience the quality issue, please clarify the number of devices that did experience the quality issue, n/a. Did the event occur during one or multiple patient procedures? Multiple procedures. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? N/a. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s), no. What are the procedure name(s) and date(s)? N/a. What is the quantity involved per procedure? N/a. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No patient consequence(s). Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences, no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Impact product. Product lot no. Me6529. Quantity of product involved : 1.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During the procedure, the suture was weak and easy to break. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had suture breakage suture issues. It was received four unopened samples of product code w9220, lot me6529 for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A picture of the sample were received for analysis. Upon visual inspection of the picture, an opened sample of product code w9220 lot# me6529 with the suture strand broken could be observed. However, no conclusion could be reach as the sample was not returned for analysis.